Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10 lot#: ni description: nitinol tc electrode, 100 mm quantity: 73 model #: tcn-15 lot#: ni description: nitinol tc electrode, 150 mm quantity: 15 model #: tcn-5 lot#: ni description: nitinol tc electrode, 50 mm quantity: 7.

Event description:
A report was received that the facility had several compromised electrodes. They reported that one of them fell apart and there was blood on the components well below the metal cap and hub. The facility is concerned about the sterility of the electrodes.

Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10 lot#: 021916 description: nitinol tc electrode, 100 mm total quantity: 5 model #: tcn-10 lot#: 111516 description: nitinol tc electrode, 100 mm total quantity: 15 model #: tcn-10 lot#: 121716 description: nitinol tc electrode, 100 mm total quantity: 8 model #: tcn-10 lot#: 013017 description: nitinol tc electrode, 100 mm total quantity: 9 _ model #: tcn-10 lot#: 020916 description: nitinol tc electrode, 100 mm total quantity: 5 model #: tcn-10 lot#: 121616 description: nitinol tc electrode, 100 mm total quantity: 6 model #: tcn-10 lot#: 011117 description: nitinol tc electrode, 100 mm total quantity: 4 model #: tcn-10 lot#: 120116 description: nitinol tc electrode, 100 mm total quantity: 1 model #: tcn-10 lot#: 090916 description: nitinol tc electrode, 100 mm total quantity: 9 model #: tcn-10 lot#: 021816 description: nitinol tc electrode, 100 mm total quantity: 2 model #: tcn-10 lot#: 110916 description: nitinol tc electrode, 100 mm total quantity: 1 model #: tcn-15 lot#: 020416 description: nitinol tc electrode, 150 mm total quantity: 20 model #: tcn-5 lot#: 022616 description: nitinol tc electrode, 50 mm total quantity: 6 model #: tcn-5 lot#: 011116 description: nitinol tc electrode, 50 mm total quantity: 1 the complaint regarding electrode tcn-10 lot# 111516 that had its hub separated from the shaft was confirmed. The root cause was due to thermal stress associated with autoclave cycles and external mechanical force exerted on the device. All other tcn-10 electrodes exhibited chip outs as well as discolored epoxy. All tcn-15 electrodes exhibited discolored epoxy and chip outs. The root cause of this failure was due to thermal stress associated with autoclave cycles. All tcn-5 electrodes exhibited discolored epoxy and chip outs. The root cause of this failure was due to thermal stress associated with autoclave cycles. The color of newly cured epoxy is amber/light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.

Event description:
A report was received that the facility had several compromised electrodes. They reported that one of them fell apart and there was blood on the components well below the metal cap and hub. The facility is concerned about the sterility of the electrodes.

Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10, lot#: 021916, description: nitinol tc electrode, 100 mm, quantity: 2. Model #: tcn-10, lot#: 111516, description: nitinol tc electrode, 100 mm, quantity: 3. Model #: tcn-10, lot#: 121716, description: nitinol tc electrode, 100 mm, quantity: 1. Model #: tcn-10, lot#: 013017, description: nitinol tc electrode, 100 mm, quantity: 2. Model #: tcn-15 ,lot#: 020416 description: nitinol tc electrode, 150 mm, quantity: 2. Model #: tcn-5, lot#: 022616, description: nitinol tc electrode, 50 mm quantity: 1.

Event description:
A report was received that the facility had several compromised electrodes. They reported that one of them fell apart and there was blood on the components well below the metal cap and hub. The facility is concerned about the sterility of the electrodes.